Manufacturer narrative:
Implant date: estimated based on implant date provided of (B)(6) 2019.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The 45-day follow-up tee showed no sign of thrombus and warfarin was discontinued at that time. On (B)(6) 2020, during the 12-month tee follow-up, a small 1cm x 1cm thrombus was noted on the face of the device. The patient was prescribed plavix and to continue on aspirin. A repeat tee was performed on (B)(6) 2020 and the thrombus had increased to 1.5cm x 1.5cm. The patient was prescribed eliquis. A tee performed on (B)(6) 2020 noted a 1mm x 5mm strand of thrombus found on the face of the device. The patient will remain on eliquis until the fall. There was no ischemic event noted for the patient.